Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, oversensing of noise was noted on the stored electrogram, which inhibited pacing. The patient was pacemaker dependent. The right ventricular lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 18.5cm to 18.8cm from the connector pin. This is consistent with the observation from the field of noise and oversensing.